Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14914932/14914932.

Event description:
It was reported that the patient was experiencing non-target stimulation despite reprogramming. No device malfunction suspected. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.